Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the cart had not been fully pushed in, preventing proper charging and resulting in depleted batteries. The customer received new batteries for replacement. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) is not powering on. There was no patient involvement.